Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A device history record (DHR) review was conducted: part: 323.027, lot: 2232982, manufacturing site: (B)(4), release to warehouse date: 09 january 2007, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a 2.8mm threaded drill guide is broken. No further information is available. This report is for one (1) 2.8mm threaded drill guide. This is report 1 of 1 for complaint (B)(4).